Event description:
It was reported that after a supply change, the user¿s blood glucose rose from 120 mg/dl to 201 mg/dl with a rising trend despite no recent carbohydrate intake, and a second supply change was performed with guided troubleshooting that successfully resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included the need for user troubleshooting and restored therapy without alarms or hospitalization. Investigation included guided technical support to repeat the supply change and confirm insulin delivery resumption. Investigation of this case revealed an unclear cause of hyperglycemia with suspected interruption of insulin delivery that resolved after reinserting or reseating the infusion components. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.